Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a tension free vaginal mesh slings on or about (B)(6) 2001 to treat her stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered from serious bodily injuries, including but not limited to, extreme pelvic pain, mesh erosion, bleeding, and dyspareunia. Plaintiff's attorney also alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, disability, and mental anguish.

Manufacturer narrative:
It is unk which ams pelvic mesh product was implanted. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.